Event description:
There was an allegation of questionable na electrode results for 4 patient samples and questionable na electrode and k electrode results for 2 patient samples on a cobas 8000 cobas ise module (double). Patient 1: the initial na result was 127 mmol/l and the repeated result was 143 mmol/l. The initial k result was 3.9 mmol/l and the repeated result was 4.4 mmol/l. Patient 2: the initial na result was 127 mmol/l and the repeated result was 141 mmol/l. Patient 3: the initial na result was 128 mmol/l and the repeated result was 142 mmol/l. Patient 4: the initial na result was 146 mmol/l and the repeated result was 140 mmol/l. Patient 5: the initial na result was 146 mmol/l and the repeated result was 137 mmol/l. Patient 6: the initial na result was 155 mmol/l and the repeated result was 144 mmol/l. The initial k result was 5.1 mmol/l and the repeated result was 4.6 mmol/l. The repeated results were obtained on another module. The samples were repeated because the laboratory has rules to automatically repeat na and k results that are outside of the defined limits. The defined limits for each test were not specified. The questionable results were not reported outside the laboratory.

Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service representative replaced a valve and performed tests with acceptable results. The investigation is ongoing.

Manufacturer narrative:
Questionable na and k results were alleged for 2 additional patients. Patient 7: the initial na result was 158 mmol/l and the repeated result was 140 mmol/l. The initial k result was 4.7 mmol/l and the repeated result was 4.1 mmol/l. Patient 8: the initial na result was 116 mmol/l and the repeated result was 138 mmol/l. The initial k result was 3.4 mmol/l and the repeated result was 4.0 mmol/l. The field service representative performed additional checks. He cleaned and adjusted the vacuum nozzle, sipper nozzle, and the dilution nozzle. He replaced the pinch tube and cleaned the dilution chamber. The tests, checks, calibration and qc were acceptable. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.